Event description:
It was reported that doctor was about to use the catheter on a patient when she noticed the balloon hub was faulty. A new catheter was used and worked fine. No patient complications were reported.

Manufacturer narrative:
We received one (B)(4) catheter with the thru-lumen hub detached for examination. Examination of the returned catheter found that it is not the inflation gate valve that is faulty, but the thru-lumen hub had separated from the extension tube. The balloon inflated clear and concentric and did not leak. Adhesive is visible at the bond site. There were no other abnormalities observed. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to determine the root cause and implement any necessary corrective actions.